Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy, while loading and trying to cut the lesion, the instrument could not be fired and no tissues were cut.